Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because there was no report of a breach in aseptic technique or device malfunction. The assignable cause was undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip), for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. On (B)(6) 2012, the nurse contacted baxter technical services (bts) regarding a service alarm on the home choice device (hc). The nurse reported that the patient was diagnosed with peritonitis (onset date not reported) manifested by infection inside the stomach. The bts representative took the programming from the nurse. Treatment rendered was not reported.